Event description:
Edwards received notification of a pascal precision in mitral position. Initial strategy was considered multi-device. There was indentation. After capturing both leaflets with the first pascal p10 device, the decision was made to improve the grasping of the anterior leaflet. After releasing the implant, a single leaflet device attachment (slda) occurred. A second pascal p10 device was then implanted to stabilize the detached device. The perceived root cause of the event was insufficient anterior leaflet length inside the device. Additionally, there was a lot of tension on the implant from the tethered posterior leaflet. The initial mitral regurgitation (mr) grade was severe, remained severe after the slda happened, and was still severe after the procedure. The patient was in stable condition and was scheduled for close monitoring following the procedure.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint number (B)(4). This report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. B2 - other serious: in this case there was no reintervention performed. However, there is a potential for reintervention. The device was not returned for evaluation, as it remained implanted in the patient. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No conformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs) who was present on the site. Available information suggests patient and procedural factors contributed to the event. Per event description, the perceived root cause of the event was not enough or borderline anterior leaflet length inside the device. Additionally, there was a lot of tension on the implant from the tethered posterior leaflet and and inadequate leaflet optimization. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.